Event description:
It was reported by the customer that prior to use, the cs100 intra-aortic balloon pump (iabp) unit was not switching on in ac mains. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) unit and found that the power supply charger board needed to be replaced and has ordered the part. The customer has been presented with the cost estimate to repair the iabp unit and is currently not ready to pay for repair. A supplemental report will be submitted if additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: d1, d4. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found that it was only working on batteries. Then, the fse checked and found the power supply charger to be defective and stated that a replacement was needed as soon as possible. The fse then stated that the customer arranged for the replacement of the power supply charger, which was replaced to fix the issue, and that the unit was working satisfactorily. The unit was returned to the customer and cleared for clinical use.